Event description:
It was reported that during an ablation procedure to treat a premature ventricular complex (pvc) in the coronary sinus (cs), an intellanav mifi open irrigated catheter was selected for use. A maestro 4000 system & metriq pump were also in use with a flow rate of 30 ml/min. When navigating into the coronary sinus, error message d05 excessive temperature was displayed on the generator and a leak was observed on the proximal end of the handle after the first ablation was started in the vein. Irrigation tube was observed detached. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Event description:
It was reported that during an ablation procedure to treat a premature ventricular complex (pvc) in the coronary sinus (cs), an intellanav mifi open irrigated catheter was selected for use. A maestro 4000 system & metriq pump were also in use with a flow rate of 30 ml/min. When navigating into the coronary sinus, error message d05 excessive temperature was displayed on the generator and a leak was observed on the proximal end of the handle after the first ablation was started in the vein. Irrigation tube was observed detached. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter has been received by boston scientific corporation for laboratory analysis.

Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific corporation. A media inspection was performed in the picture attached in the complaint and is possible to observe the irrigation extension tubing is totally detached/separated from the luer fitting at the adhesive joint. Visual inspection confirmed that the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. Finally, a functional test was done, and the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Laboratory analysis was able to confirm the reported clinical observations.